Event description:
The manufacturer was informed of this event through perceval (B)(6) study. The pvs25 valve that was implanted on (B)(6) 2019, was explanted on (B)(6) 2020 due to infection. On (B)(6) 2020, the patient visited a hospital because of fever from a month ago. On the same day, blood was collected for blood culture. As a result, chained gram-positive cocci were detected in 2 of 2 sets of blood cultures, then antibiotic was administered. Echocardiography performed on the same day revealed vegetation in the aortic valve, and the patient was diagnosed with prosthetic valve infective endocarditis. On (B)(6) 2020, bentall procedure was urgently performed and the edwards inspiris resilia 21mm was implanted in the patient. After the operation, the patient was treated with an antibacterial drug. Rehabilitation took some time due to infection control and decreased adl due to disuse syndrome, but the patient was discharged from the hospital on (B)(6) 2020. As reported, patient had a fever since around (B)(6) 2020. Patient has no history of endocarditis. Patient had neither dental surgery nor pacemaker implant before the symptoms.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not available for return to the manufacturer, further investigation on the device cannot be performed. Since the device was not returned to the manufacturer for further investigation, a definitive root cause for the reported endocarditis event cannot be established at this time. However, based on the document review performed, no manufacturing deficiencies were identified. It should be noted that endocarditis is listed as a potential adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. Should any further information be received, the manufacturer will provide an update to this reporting activity as applicable.